Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per email correspondence, the requested surgical records and x-rays are unavailable. Without the requested documentation, the clinical root cause of the chip fracture cannot be concluded, however it was stated that the fracture most likely incurred during the femoral neck osteotomy. The patient impact beyond the cerclage fracture cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as design of device, improper size of device used, lifetime of device, material in use, overuse, procedural/user error, traumatic injury, unclear user instructions, friction, and joint tightness. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "outcomes with two tapered wedge femoral stems in total hip arthroplasty using an anterior approach", it was reported that, one patient was noted to have a 4 mm by 4 mm chip fracture on the medial calcar prior to canal preparation. The fracture was most likely incurred during the femoral neck osteotomy. This event was treated intraoperatively with a single cable and without weight bearing restrictions, without further complication.